Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that the complaints associated with foreign material in syringe tray. Verbatim: rcc received a complaint via email. Email(s) attached.

Manufacturer narrative:
Our quality engineer inspected the 16 photos, 3 sample trays and 1 syringe submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were foreign particulates within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.